Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that fourteen (14) years, six (6) months post-implantation of this 19mm bioprosthetic aortic heart valve, a transcatheter valve was deployed (valve-in-valve) due to critical aortic stenosis. As reported, the patient presented with worsening shortness of breath and was noted to be in diastolic heart failure, secondary to valvular heart disease. Due to the patient's age and comorbidities, she was deemed high risk for redo open aortic valve replacement. Given this, a 20mm transcatheter valve was deployed. There were no reported complications and post-deployment showed no evidence of significant paravalvular leak. The patient was discharged in stable condition on post-operative day #2.